Manufacturer narrative:
The patient's lifevest was not returned for evaluation. There is no indication of any device malfunction. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation under the electrode belt. On (B)(6) 2015 the patient reported that she had a red skin irritation under the lifevest on her side. The irritation was reported to be raw but not open or bleeding. During a follow-up on (B)(6) 2015 the patient reported that the doctor wanted the rash to clear up in time for her surgery so she was not wearing the lifevest. The doctor instructed the patient to use powder on the rash. The patient reported at that time that the rash was red and itchy and gave off an odor. During a subsequent follow-up on (B)(6) 2015 the patient reported that the rash was clearing up but that her doctor wanted her to remove the lifevest.